Event description:
It was reported that a device was used during a colorectal procedure. The surgeon was unable to cut the breakaway washer and the tissue. Case was completed with hand suture. There were no consequences to the patient.